Event description:
It was reported that this right atrial (ra) lead perforated the heart wall and lead to cardiac tamponade shortly after implant. The patient was stabilized and transferred to another hospital for further care. The ra lead was subsequently explanted and a new ra lead was successfully placed. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead perforated the heart wall and lead to cardiac tamponade shortly after implant. The patient was stabilized and transferred to another hospital for further care. The ra lead was subsequently explanted and a new ra lead was successfully placed. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis as it was discarded at the hospital facility; therefore, a technical analysis could not be performed.